Manufacturer narrative:
The suspect medical device was returned for an evaluation. The device was visually and microscopically investigated. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges that during incoming inspection, the packaging was found to have run over clear film and caused a hole. No patient contact to report.